Manufacturer narrative:
H3 other text : device is end of life / end of support.

Event description:
Philips received a complaint on the xl+ defibrillator/monitor indicating that the therapy delivery test failed during the operational test. There was no reported patient involvement. Available details indicate that the device had exhibited symptoms of a failure and the customer was advised that the product is not supportable as the device has been declared end of life (eol). The device was not available for additional investigation as it is out of warranty and the customer will not be provided with a replacement device/return label. The customer was advised their device was out of warranty and cannot be repaired. The device remains at the customer's site. No further action is required at this time.